Event description:
During an ablation procedure, air entered from the hemostasis valve after the sheath was inserted into the patient. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The returned dilator was then inserted into the sheath and a pressure leak test was conducted again; no leaks were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.